Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Part 357.377, lot 5024301: release to warehouse date: (B)(6) 2005. Supplier: (B)(6). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would have contributed to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure for a hip fracture, the surgeon had to back out the helical blade because the helical blade was over inserted. While back slapping the helical blade coupling screw to back out the helical blade, the internal coupling screw broke off. It broke into two pieces without any fragmentation. The instrumentation was outside of the patient. When the internal coupling screw broke, the surgeon had already backed out the helical blade to the correction position. The helical blade coupling screw was loosened from the helical blade and the surgeon proceeded with the case. There was a surgical delay of a few minutes. Medical intervention was not required. Standard x-rays were taken unrelated to the device breakage. The procedure was completed successfully. Concomitant device reported: helical blade (part unknown, lot unknown, quantity of 1). (B)(4).